Event description:
Pt with sinus venosus atrial septal defect. To operating room 8/29/95 for pericardial baffle and closure of asd. Echo done on 8/31/95 showed patch dehiscence with residual asd. Returned to or 9/4/95 for redo of primum asd repair.